Event description:
(Report 2 of 3) it was reported during surgery, two 1.5mm hex driver tip, locking groove (part numbers 80-0728, batch numbers 588086 and 600482) broke when inserting the screws. A 1.5mm cannulated driver (part number 80-0758) was used for the final tightening. The surgery was completed after a 10-minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00483 - 3025141-2024-00485.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch numbers 588086 and 600482) were examined visually under magnification. Both drivers were in overall good shape with all laser markings clear and legible. Both drivers showed signs of torsional and oblique fracture patterns and were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or inadequate pilot hole depth. There was only of the driver tips returned but it could not be identified which driver it went with. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243.